Event description:
The customer received a blood glucose reading of 326 mg/dl from her breeze2 meter and a reading of 122 mg/dl from her daughter's contour meter. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The customer service was advised to return the test strips for eval. Replacement strips were sent to the customer.